Event description:
It was reported that during a cystectomy procedure, the device cut but stapled partially. During the procedure, the instrument properly worked with one reload. The second reload was placed and the instrument blocked. It did not staple or cut. The knife could not advance anymore. Reference and batch loader is unknown. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) = systolic anterior motion (s.a.m.)device not returned. The event was learned through medwatch received from hospital. The device history record (DHR) review is currently in process.

Event description:
Per a medwatch received from the hospital, the following was learned: the patient was admitted (B)(6)2010 to the hospital for exertional dyspnea and lightheadedness. He was status post mitral valve repair in 1998 from other denver hospital. He was scheduled for elective surgery (re-do sternotomy with mitral valve replacement and primary repair of the patient foramen ovale and epiaortic echocardiography on (B)(6)2010.) Recent echocardiogram showed systolic anterior motion of the mitral valve, suggesting a left ventricular outflow gradient. The septum was somewhat enlarged but this did not appear to be the prime contributor to the outflow obstruction. Dobutamine echo stress testing showed the gradient across the outflow tract, low at rest, increased to 70mm.hg. Left ventricular function was well preserved and coronary angiography showed no evidence of obstructive coronary disease. On 08/20/10 call to (B)(6) - rn, (B)(6). I left her a voice mail for her to give me a call with device information. On 08/23/10, call from/to (B)(6) - rn, (B)(6). (B)(6) informed me that the explant dr. Is dr. (B)(6) and implant was in 1998 at (B)(6) hospital in (B)(6).

Manufacturer narrative:
Evaluation summary:moderate to heavy host tissue overgrowth is evident. Multiple cuts in the sewing fabric exposed parts of the ring. No other inconsistencies detected or in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.